Event description:
Per the clinic, the patient experienced a lack of osseointegration resulting in loosening of the implanted device. The device was explanted on (B)(6), 2013 and the patient was reimplanted with another device on (B)(6) 2013.

Manufacturer narrative:
(B)(4).